Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low sensor scan results in comparison to unspecified readings from a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of tiredness, "noise", and listlessness. They were able to self-treat with unspecified dose/type of insulin. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 50 mg/dl was compared to a competitor brand meter reading of 500 mg/dl. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.